Event description:
Caller reported an error related to their continuous glucose monitor (cgm), specifically error 42. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a pump reset process, after which the error did not reappear. The customer successfully started their sensor session.